Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As rec'd the electrode belt failed incoming functionality testing. Upon eval, the brown (-5v) wire was open inside the trunk cable. The cause of the non-functional ECG electrodes is the open brown wire. The root cause of the open brown wire is excessive force placed on the cable. No adverse event resulted from the open wire.